Manufacturer narrative:
Product analysis #(B)(4): as found condition: a pipeline vantage system and a phenom-21 catheter was returned for analysis within a shipping box; within a sealed tyvek biohazard pouch and within an opened pipeline vantage system inner pouch. Visual inspection/damage location details: the phenom 17 catheter total length was measured to be ~168.5cm and the usable length was measured to be ~161.9cm which is within specification (specification: 160cm ± 5cm). Testing/analysis: an attempt was made to flush the phenom 17 catheter with water, but resistance was encountered. An in-house mandrel was inserted into the proximal and distal ends of the phenom 17 catheter. The catheter was found occluded for ~6.0cm at ~12.5cm from the hub. The phenom 17 catheter was dissected (cut) at the occlusion and an embolization coil was removed. The phenom 17 catheter inner liner was found damaged (torn) at the occluded location. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed. The damage found with the phenom 21 catheter inner liner contributed to the reported resistance causing the catheter to become occluded. However, the cause for the damaged inner liner could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline experienced resistance in the phenom 21 microcatheter. The patient was undergoing treatment for an unruptured aneurysm. It was reported that 1/2m of the pipeline vantage introducer set was introduced into the lumen of the phenom 21 microcatheter. They encountered resistance and no further insertion were possible, so they removed the pipeline along with the microcatheter, the pipeline's blockage occurred after the y zone of the connector. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU).